Event description:
It was reported that a home choice cassette leaked; further described as "wet device". This occurred during an unknown process step for peritoneal dialysis (pd) therapy. It was not known if the patient was connected during the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.